Event description:
It was reported the patient was in the hospital for routine pump replacement due to elective replacement indicator (eri). On (B)(6) 2015 the patient was taken to the operating room (or) and when the pocket was opened, there was a moderate amount of clear fluid that drained out. This was sent for culture. When the surgeon attempted aspiration from side port of the existing pump, cerebrospinal fluid (csf) was obtained along with many air bubbles. The connector was disconnected from the pump and visual inspection appeared ¿ok¿. However, when the connector was re-attached to the new pump, it was noted that there was clear fluid leaking around the connection site. The sutureless connector segment of the catheter was replaced. There was no leaking around the new connection. The patient¿s dose had been stable. The pump was delivering gablofen. Outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported in terms of patient symptoms; there had been no concerns about pump malfunction prior to the surgery. As far as how the patient was now doing, it was reported they had recovered without permanent impairment.